Manufacturer narrative:
Device manufacture date: jun-12-2013, jun-17-2013. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Per maude event report: mw5037718 received from FDA: volun 14-aug-2014: as the surgeon was tightening an implanted set screw with a depuy spine driver, the driver head broke off in the set screw. The tip of the driver was securely retained in the set screw, which remains implanted in the pt. L2-s1 spine fusion with instrumentation.